Manufacturer narrative:
The customer was unable to identify the unit related to this alleged issue. Therefore, the issue was resolved for the customer by the field service rep telling the customer to inform stryker if the unit is able to be identified future and confirming that nothing further was needed at that time.

Event description:
It was reported that the bed moved while a patient was being transferred (reduced brake force). There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer unable to identify which bed had the malfunction.

Event description:
It was reported that the bed moved while a patient was being transferred (reduced brake force). There was patient involvement, however no adverse consequence or clinically relevant delay in treatment was reported.